Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the display of the insulin pump and the reservoir insulin did not match. The customer stated the reservoir had 2ml of insulin put the pump status displayed less than 100u of insulin. The reservoir will not be returned for analysis.